Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code appeared in the future, and they acknowledged this guidance.